Manufacturer narrative:
The customer was running controls when the system displayed an error message that suggested probe leak. The customer contacted customer technical support (cts) line. Cts advised the customer to tighten the syringe barrel. Service call was not dispatched since the customer had tightened the syringe and the unit was operating accordingly.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that loose cartridge reagent syringe on the unicel dxc 600 synchron chemistry analyzer caused water to leak. No injury was reported in association with this event.